Manufacturer narrative:
Corrected data: b5 additional data: b7, d4, d9/h3, h4.

Event description:
A patient underwent revision surgery approximately two months after implantation to address five migrated everest set screws. This report captures the first of five everest set screws.

Event description:
A patient underwent revision surgery approximately two months after implantation to address four migrated everest set screws; one at l2, one at l5, two at s1. This report captures the first of four everest set screws.